Manufacturer narrative:
(B)(6). (B)(4). An ultraflex tracheobronchial covered distal release stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was fully covered by the deployment suture and undeployed. The stent loops were bent. Functional evaluation revealed that it was possible to deploy the stent by holding the handle hub in the palm of one hand, grasping and retracting the finger ring with the other hand and gradually released the stent without problems. The outer diameter (od) of the stent was measured and was found to be within specification. No other issues were noted to the stent and delivery system. The reported event of stent failure to deploy was not confirmed; the stent was deployed without a problem. The investigation concluded that the reported event was likely due to factors encountered during the procedure, it may be how the device was handled or manipulated. The customer reported that the wire could not be pulled; however, there was no confirmation on what the customer indicated because the stent was gradually released from the delivery system without a problem. Additionally, the loops of the stent were bent; however, there is not sufficient information about what could be the cause for this failure. Therefore, a review and analysis of all available information indicated the most probable cause is "no problem detected". A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat the airway during a stenting procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the black deployment suture could not be pulled. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: this event has been deemed an MDR reportable event based on investigation result which revealed the stent loops were bent.